Event description:
Customer reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer initially attempted to reload the existing cartridge, which contained 80 units or more of insulin, but it did not resolve the issue. Technical support instructed the customer to clean the pump's pneumatic area and then attempt loading a new cartridge using the correct technique, but this also failed to resolve the problem. Subsequently, technical support decided to escalate the issue for additional assistance.